Manufacturer narrative:
Concomitant products: 407652 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient felt chest pain. A transmission observed the right atrial (ra) lead with occasional p-wave undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.